Event description:
The customer stated, "have 4 times the battery is fault". No reports of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.